Manufacturer narrative:
The implicated product is a port with attachable 8.0 fr. Catheter in a intro-eze introducer system. The product received for evaluation is port. The port stem is broken off at the port stem base. Two to three needle puncture sites are evident in the port septum. Viewing the port from above with the broken stem facing the examiner, a single suture needle puncture is located at the 5 o'clock position suture hole. Hemostat impressions are observed on the cath-lock's exterior. Blood residue is trapped between the cath-lock and the port stem. The catheter tubing extends only marginally beyond the distal tip of the cath-lock's strain relief. A lot history review reveals no related mfg issues and one similar complaint for this lot. The additional complaint has been evaluated and confirmed, possibly user-related. Although extraction of the catheter/port stem assembly from the cath-lock is accomplished, attempts to withdraw the broken stem from the catheter segment are unsuccessful. The catheter's blue radiopaque stripe is blanched as it stretches over the port stem barb. This results during cath-lock application. A portion of the tubing extends beyond the broken proximal end of the stem through the clear silicone tubing at 15x magnification reveals multiple breaks or splits in the distal tip. This indicates clamping or crushing pressure has been applied by an instrument similar to hemostats. Serrated impressions on the cath-lock's outer diameter support this. A small, longitudinal slit in the tubing at the stem barb, with a gouge on the inner diameter may be a result of the stem's broken edges cutting into the lumen wall. Magnified views of the stem's proximal end reveals a feathered and chipped edge. At 30x magnification, the stem face is rough and granular. The port's broken stem base is also flat, rough and granular with a feathered edge and a single protruding point. These characteristics are commonly seen when a break occurs from excessive side load force. Microscopic exam of the catheter segment's distal tip reveals a flat, striated face indicating it had been cut with a sharp instrument such as a scalpel. This is often done by the user in order to render the used product non-functional. The complaint of broken port stem is confirmed. Documents contained in the complaint file (medwatch dtd jan. 24, 1997) state the "port chipped during surgery procedure." The damage found on the complaint sample supports this and is consistent with mechanical manipulation creating lateral stresses beyond the port stem's capacity to flex. The product instructions for use cautions against the use of traumatic instruments and provides specific instructions for the correct application of the catheter and cath-lock to the port.